Manufacturer narrative:
Supplement #2. The device was returned to apollo, but only the band portion of the device was received. Without the port, visual examination could not confirm the connecter type associated with this complaint. Based on the previously provided serial number, it is assumed this device's access port configuration was a rapidport ez strain relief. Device evaluation summary: the device was returned for analysis, and only the band portion of the device was received. Visual inspection noted areas of discoloration on the device. Analysis of the device noted a separation between the end plug and shell. The device was tested for leakage, and bubbles were observed coming from the end plug/shell junction site. Analysis of the opening on the shell found there was an adhesive issue noted as adhesive failure.

Manufacturer narrative:
Rapidport ez strain relief based on the serial number provided, it is assumed this device's access port configuration was a rapidport ez strain relief. Visual examination may confirm or determine another connector type associated with this report. Device return was requested of the reporter. To date, the device has not been received by apollo.

Manufacturer narrative:
Unk taper. The product associated with this report has not yet been returned. The reporter of the event stated the product will be returned for analysis. Visual examination may confirm or determine connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leak as follows: "unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing."

Event description:
Reported as: patient contacted the surgeon complaining of not losing weight. Surgeon performed a laparoscopic procedure and found the seam of the shell was leaking. Surgeon removed the lap-band system and replaced it with a new lap-band system.